Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. A review of the downloaded data log did not observe any errors. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced no audio alert on either receiver or smart device and a hypoglycemic event. Patient reported that his wife noticed patient was going unconscious. The continuous glucose monitor (cgm) blood glucose (bg) value was "low." When patient regained consciousness he took a finger stick reading and the bg value was 39 mg/dl. Patient's wife treated patient with orange juice. Patient was not taken to hospital. Additionally, the patient tested the alert function for and the audio alert did not work. At time of contact, patient is improved. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.